Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the prosthesis had stopped inflating sometime in the past year. Upon explanting the device, a leak in the tubing was observed. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no complications.